Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump stopped functioning after pool exposure while the user was on a raft, the screen went black, and the device did not power on or respond after overnight charging; the user switched to subcutaneous insulin via pen, and blood glucose at the time of the call was 98 mg/dl, consistent with a device problem related to moisture damage involving a seal component. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. Thank you for your prompt reporting.